Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four months post implant, the right ventricular (rv) lead exhibited a rise in pacing thresholds and high thresholds, causing a premature battery depletion. The rv lead was explanted and replaced. The implantable pulse generator(ipg) remains in use. No patient complications have been reported as a result of this event.